Manufacturer narrative:
The device was received with operational currents within specification and passed self test and displacement tests. Pump trace download analysis confirmed the pump alarmed power error 25, power loss alarm, replace battery alert and replace battery now alarm. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage as shown on the power management graph and confirmed power error 25, power loss alarm, replace battery alert and replace battery now alarm due to connector resistance. After disconnecting and reconnecting the internal battery connector on electrical board, the pump was monitored and functioned properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer insulin pump had a replace now battery. The customer¿s blood glucose level was 17 mmol/l. The customer stated that they did not receive a low battery alert prior to the replace battery now alarm. It was reported that the second occurrence of replace battery now without a low battery warning. The customer advised the pump will need to be replaced. The customer advised that they may continue to wear pump until replacement arrives if they insert a new battery. The insulin pump will be returned for analysis.